Manufacturer narrative:
The exacto cold snare subject of the reported event was not returned for an investigation. Without the return of the complaint device, the exact cause of the reported issue cannot be determined. The customer's steris distributor was contacted multiple times to retrieve the exacto cold snare but was unable to be returned for an evaluation. Without the return of the exacto cold snare subject of the reported event, the root cause cannot be determined. The exacto cold snare IFU states, "prior to clinical use, inspect and familiarize yourself with the device. If there is evidence of damage, do not use this product and contact your local product specialist. The following conditions may cause the device to not function properly: attempting to advance the handle to the open position with too much speed or force, attempting to pass or open the device in an extremely articulated endoscope, attempting to actuate the device in an extremely coiled position, and/or, attempting to actuate the device when the handle is at an acute angle in relation to the sheath." No additional issues have been reported.

Manufacturer narrative:
Our investigation into the reported event is in process. Steris requested the device to be returned for investigation. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported via vigilance report to ansm that during a patient procedure their exacto cold snare unfolds a quarter of the way inside and outside the endoscope. The user facility used another exacto cold snare, and the procedure was completed successfully. No injury was reported.